Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the patient experienced an anterior leakage which resulted the tearing the capsule during a cataract procedure. The procedure was completed though "altered" per the surgeon. The surgeon indicated he was using a 2.75 millimeter knife and not the usual 2.4 millimeter knife that should be in the custom pack. Additional information was provided by the surgeon. He reported the anterior chamber leakage started immediately after using the knife to create the incision. The product sample is not available. Additional information has been request however none has been received at this time.

Manufacturer narrative:
No sample has been returned for evaluation for the report of anterior chamber leakage and capsule tear; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there are no additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. (B)(4).